Manufacturer narrative:
Retainer ring = clear. On jan 04, 2022, the customer alleged was for battery cap damage, hospitalized for high bg and low bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, serial number label fading, cracked select button keypad overlay and cracked battery tube threads during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and low bg. The force sensor is within specification and the motor functioning properly. Unable to verify battery cap damage due to pump received without the original battery cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No physical analysis will be performed on this product, however, according to (B)(4) there was a statistical analysis performed in place of the physical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 600 mg/dl. Customer mentioned that they went to the hospital last week for high blood glucose, while in the hospital and while wearing insulin pump and they had low blood glucose. Customer also mentioned the contacts in the battery cap come off. Blood glucose value when admitted to hospital was 600 mg/dl and went down to 23 mg/dl. Customer was treated with insulin drip and was admitted for high blood glucose and kidney issues. The device will not be returned for analysis.